Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the pt was seen for abdominal and back pain. The pt came to the physician as a referral from the pt's primary physician in another state. The CT demonstrated that due to severe angulation of the proximal neck resulting in the migration of the stent graft. The physician elected to treat the pt with another MFR's device and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration, endoleak). Pt's condition affected effectiveness of device (severe angulation of the proximal neck). Conclusions: device failure/lack of effectiveness related to pt condition (severe angulation of the proximal neck).